Manufacturer narrative:
The patient samples were provided for investigation. The results obtained by the customer could be reproduced. An extensive investigation has confirmed a lower specificity for reagent lot: 671956 compared to the previous lot: 652164, showing an increase of approximately 1.2 % in the amount of reactive elecsys toxo igm results. The determined specificity of the affected lot: 671956 was lower compared with the specificity claims in product labeling, however, the specificity was within the lower confidence limits of method comparison studies documented in the product labeling.

Manufacturer narrative:
Na.

Event description:
The initial reporter alleged they received false positive results for two patient samples tested with elecsys toxo igm on cobas e 801 module serial number (B)(4). The customer stated the number of equivocal and positive patient results has increased since they started using elecsys toxo igm reagent lot 671956. The questionable results were reported outside of the laboratory to medical personnel. When tested using the previous reagent lot (652164), the first patient sample resulted in a toxo igm value of 0.291 coi (non-reactive). When tested twice using new reagent lot 671956, this sample resulted in values of 1.83 coi (reactive) and 1.86 coi (reactive). When tested using the previous reagent lot (652164), the second patient sample resulted in a toxo igm value of 0.28 coi (non-reactive). When tested twice using new reagent lot 671956, this sample resulted in values of 1.99 coi (reactive) and 2.01 coi (reactive).